Event description:
It was reported that the patient's unit was displaying an error code causing the unit to not work properly. It was reported that the unit had been having the issue for approximately two months. The patient stated that they had to go to the hospital due to not receiving oxygen from the unit. Due to low oxygen levels, emergency services was called and the patient was transported to the hospital. They were discharged a few days later. They borrowed a friend's unit while waiting for a replacement at the time. A replacement unit has been sent to the patient and it is working well for them at this time.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 19-feb-2026. The unit came in for the return reason of system error is confirmed since the compressor failed for high current and the unit won't turn on. Possibly the compressor is dead heading because of too much pressure built up and the pistons won't turn.